Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place your sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.

Event description:
Registered nurse contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Sensor was inserted at abdomen on (B)(6) 2015. Patient care specialist described the skin reaction as red, puffy, dry and irritated skin. Patient went to the doctor prior to insertion date, on (B)(6) 2015 for preventative medication. Patient was prescribed triamcinolone acetonide cream to treat the rash. At the time of contact, patient was reported to be at home and doing well. No additional event or patient information is available.